Event description:
It reported by patient that there is no power to monitor in spite of trying different wall outlets. Patient will be sent a new power cord to try. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.